Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one shock as inappropriate therapy due to oversensing of the patients rhythm signals, with the patient having low amplitude for their rhythm. Technical services (ts) was consulted and discussed stored data as well as programmed options. This device remains in service. No additional adverse patient effects were reported.